Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an inoperable display. The ventilator was not in use on a patient at the time the malfunction occurred. The evaluation and the repair of the device has not been completed.